Event description:
Additional information was received from a patient. It was reported that no steps were taken to resolve the headaches. The patient has an MRI scheduled and is also scheduled for a programming adjustment on (B)(6) 2016. No other information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient was still having headaches since deep brain stimulation (dbs) was turned on after surgery. It was also stated that dbs has been wonderful and helping with the patient's tremors; the patient experienced an inability to eat. An MRI was performed last week and it was confirmed that no lead breaks or problems were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has been experiencing headaches since implant that increase in severity as stimulation is increased. On a level of 1 to 10, the patient reported that pain level if at a consistent 2, but sometimes is higher. The patient has had multiple adjustments but they were unsuccessful at resolving the headaches. The patient plans to follow-up with his health care provider (hcp) to have an MRI scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.